Event description:
It was reported that the pocket site felt hot every once in a while. The patient also felt itching and said it was a light red color. The patient¿s physician told the patient that it was normal for the stimulator to heat up. The problem started after he first charged, 2 days after implant. The issue was random and did not occur only during recharging. The patient was advised that random heating of the stimulator site was not normal and the patient was advised to not charge with an unhealed wound. The potential for infection was also addressed and the patient was redirected to their physician. It was further reported from the patient¿s physician that the cause of the event was a stimulator site itch. No additional information was provided. If additional information is presented, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).